Manufacturer narrative:
This report is filed june 9, 2016. Device not received by manufacturer.

Event description:
Per the clinic, revision surgery was performed (date not reported) due to improper placement of the device. During the surgery, the implant was inadvertently damaged by the surgeon, and the device was subsequently explanted. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on july 21, 2016.